Event description:
Ventilator malfunctioned. The nurse and the rrt failed to inspect the machine prior to medicating the pt for a possible pneumothorax. The pt was not responding to medications administered. The physician ordered the vent to be changed. The pt recovered and was extubated the following day. This ventilator was installed to replace another ventilator which was past due on its scheduled preventive maintenance. This replacement had successfully passed an extended self-test just prior to installation on this pt.